Event description:
A report was received that the patient had high impedances on leads. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70, sn: (B)(4): device evaluation indicated that the complaints of high impedance have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables (e4, e5, e6, e7, and e12) were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik anchor site fracture locations. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Sc-2317-70, sn: (B)(4): device evaluation indicated that the lead passed all tests performed.

Manufacturer narrative:
Model number/catalog number:sc-2317-70, serial number: (B)(4), batch/lot number: 19329761, model/catalog description:infinion cx lead kit, 70cm.

Event description:
A report was received that the patient had high impedances on leads. The patient underwent a lead replacement procedure and was doing well postoperatively.